Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving ba clofen (concentration 2000 mcg/ml, dose 420 mcg) via an implantable pump for cerebral palsy and intractable spasticity. The event date was this report date. The provider stated that the pump stopped working, patient experienced withdrawal. The pump was explanted on this report date and replaced, it was noted that when the pump was replaced, the manufacturing representative (rep) heard it alarming, the rep was not able to interrogate the pump before the case, rep got there when patient was prepped . At the time of this report, the issue was resolved and patient status was "alive - no injury". The rep later reported on 2016-aug-24, that the patient was doing fine.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed high battery resistance. As per the pump¿s log, multiple resets and low battery re sets occurred on (B)(6) 2016. The previously applied results code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.